Event description:
Synovitis of rt knee with onset septic arthritis- staphylococcus coagulase; biomatrix [septic arthritis staphylococcal]. Synovitis of rt knee with onset septic arthritis- staphylococcus coagulase; biomatrix [synovitis of knee]. Case narrative: initial information received on 08-jan-2021 regarding an unsolicited valid serious case received from health authorities of united states under reference mw5097843 via physician. This case involves an adult patient (gender: unknown) who experienced synovitis of rt knee with onset septic arthritis- staphylococcus coagulase; biomatrix, with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient started using hylan g-f 20, sodium hyaluronate, injection via intra-articular route (frequency, indication, lot: unknown). Information on batch number was requested. On (B)(6) 1999, after unknown latency, the patient had synovitis of rt knee with onset septic arthritis staphylococcus coagulase; biomatrix (septic arthritis staphylococcal and synovitis). The patient was hospitalized for these events. The event of septic arthritis staphylococcal was assessed as medically significant. It is unknown if the patient experienced any additional symptoms/events. It is unknown if the patient had any medical history, concomitant disease or risk factor. There were no lab data/results available. Action taken- unknown. It was not reported if the patient received a corrective treatment. The patient outcome is reported as unknown for both events. A product technical complaint was initiated for synvisc on 08-jan-2021 with unknown batch number and global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA (corrective and preventive action) is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr (non-conformance) process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor complaints as stated in sop (B)(4) "product event handling" to determine if a CAPA is required. Final investigation was completed on 22-jan-2021 follow up was received on 11-jan-2021 from healthcare professional. Global ptc number added. Text amended accordingly. Follow up was received on 08-jan-2021 from healthcare professional. Global ptc number was updated to (B)(4). Text amended accordingly. ((B)(4) was for case (B)(6)). Additional information was received on 22-jan-2021 from other healthcare professional. Gptc results were received and added. Text was amended accordingly.

Event description:
Synovitis of rt knee with onset septic arthritis- staphylococcus coagulase; biomatrix [septic arthritis staphylococcal] synovitis of rt knee with onset septic arthritis- staphylococcus coagulase; biomatrix [synovitis of knee]. Case narrative: initial information received on 08-jan-2021 regarding an unsolicited valid serious case received from health authorities of united states under reference mw5097843 via physician. This case involves an adult patient (gender: unknown) who experienced synovitis of rt knee with onset septic arthritis- staphylococcus coagulase; biomatrix, with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. On an unknown date, the patient started using hylan g-f 20, sodium hyaluronate, injection via intra-articular route (frequency, indication, lot: unknown). Information on batch number was requested. On (B)(6)1999, after unknown latency, the patient had synovitis of rt knee with onset septic arthritis staphylococcus coagulase; biomatrix (septic arthritis staphylococcal and synovitis). The patient was hospitalized for these events. The event of septic arthritis staphylococcal was assessed as medically significant. It is unknown if the patient experienced any additional symptoms/events. It is unknown if the patient had any medical history, concomitant disease or risk factor. There were no lab data/results available. Action taken- unknown. It was not reported if the patient received a corrective treatment. The patient outcome is reported as unknown for both events. A product technical complaint was initiated for synvisc on (B)(6)2021 with unknown batch number and global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA (corrective and preventive action) is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr (non-conformance) process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor complaints as stated in (B)(4) "product event handling" to determine if a CAPA is required. Final investigation was completed on 22-jan-2021 follow up was received on 11-jan-2021 from healthcare professional. Global ptc number added. Text amended accordingly. Follow up was received on 08-jan-2021 from healthcare professional. Global ptc number was updated to (B)(4). Text amended accordingly. (B)(4)). Additional information was received on 22-jan-2021 from other healthcare professional. Gptc results were received and added. Text was amended accordingly. Follow up information received on 25-feb-2021 from other healthcare professional. No significant information. Based on the information previously received, final tick box in the EU/ca device webpage is checked.